Event description:
It was reported that there was an issue with the incorrect time displayed on the pump, which the caller did not know the cause of. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels outside the normal range. The customer was assisted by technical support to update the pump time and was advised to monitor the situation and follow up if the discrepancy in time persisted.